Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was implanted as a replacement of a previous one with already implanted non-microport leads. One week later during a follow-up, no capture and high impedance (above 3000 ohms) were detected on the ventricular channel. A re-intervention was performed on (B)(6) 2019 in order to check the lead with a pacing system analyzer (psa); the ventricular lead values were normal. The ventricular lead was re-connected to the subject pacemaker, and normal electrical values were measured. However, a few minutes later, before closing the pocket, electrical measurements were performed again, and loss of ventricular capture was observed. Then, the ventricular lead was replaced by a vega r58. After connection of the new lead to the subject pacemaker, the electrical issues were reproduced. The subject pacemaker was thus explanted. No issues were observed with the new pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was implanted as a replacement of a previous one with already implanted non-microport leads. One week later during a follow-up, no capture and high impedance (above 3000 ohms) were detected on the ventricular channel. A re-intervention was performed on (B)(6) 2019 in order to check the lead with a pacing system analyzer (psa); the ventricular lead values were normal.the ventricular lead was re-connected to the subject pacemaker, and normal electrical values were measured. However, a few minutes later, before closing the pocket, electrical measurements were performed again, and loss of ventricular capture was observed. Then, the ventricular lead was replaced by a vega r58. After connection of the new lead to the subject pacemaker, the electrical issues were reproduced. The subject pacemaker was thus explanted. No issues were observed with the new pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6)2019 , the subject pacemaker was implanted as a replacement of a previous one with already implanted non-microport leads. One week later during a follow-up, no capture and high impedance (above 3000 ohms) were detected on the ventricular channel. A re-intervention was performed on (B)(6)2019 in order to check the lead with a pacing system analyzer (psa); the ventricular lead values were normal.the ventricular lead was re-connected to the subject pacemaker, and normal electrical values were measured. However, a few minutes later, before closing the pocket, electrical measurements were performed again, and loss of ventricular capture was observed. Then, the ventricular lead was replaced by a vega r58. After connection of the new lead to the subject pacemaker, the electrical issues were reproduced. The subject pacemaker was thus explanted. No issues were observed with the new pacemaker.